Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on november 08, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on december 02, 2022.

Manufacturer narrative:
This report is filed on october 23, 2017.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.